Event description:
The customer reported via phone call indicating that the insulin pump had prime rewind anomaly. Customer's blood glucose 80 mg/dl. The customer stated insulin is squirting out during manual prime process. After the troubleshooting was done, customer was able to prime successfully again. The customer's prime rewind anomaly may be caused by possible temporary vent blockage. The customer will return one set.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.